Manufacturer narrative:
Additional information: section a-3b patient gender: female section d-6b date explanted: not applicable as the iol remains implanted; therefore, not explanted. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The trailing haptic of the dib00 model intraocular lens (iol) was stuck on the advancement rod and the doctor used a sinskey hook to dislodge the lens from the inserter. There was no resistance during iol deployment, no incision enlargement, no serious patient injury, no sutures, no vitrectomy, and the case was completed using the original lens. Patient's prognosis post-procedure was reported as will likely do fine. The suspect iol is not available for return as it remains implanted. No further information is available.